Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke down at 16mm from the distal end. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue.

Event description:
The subject device was used during a laparoscopic assisted colectomy. It was reported there was no error. The probe of the device was broken and fell off inside the patient. The probe tip was retrieved from the patient body. It was reported that the procedure was completed. There was no patient injury reported.